Event description:
It was reported that the programmer sometimes does not work normally. The programmer could not power up and the fan intermittently functions. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however it was noted that the software was updated. (B)(4).